Manufacturer narrative:
On 4-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulsetm catheter and the patient experienced a stroke. It was reported that at the end of the procedure there was char visualized on the rings of every electrode of the varipulse catheter. Charring was considered to be excessive by the physician. The physician was able to scratch it and flakes/chunks would come off. No patient consequences were initially reported. Additional information was later received indicating the patient had a the stroke. A magnetic resonance image (MRI) testing was done to confirm the stroke. The patient could not function the right side of their body. Stroke management intervention included rehab. The patient presented in persistent atrial fibrillation (psaf). Left atrium (la) pfa ablation was done. The patient¿s pacemaker paced rhythm for radiofrequency (rf) post pfa touch up of septal right pulmonary vein (rpv) and cavotricuspid ishmus (cti). Cardioversion was done after pfa and before rf. The systems did not present any error messages nor did the physician/user see any product problems during use. Char was found upon post case analysis.

Manufacturer narrative:
On 30-jan-2025, additional information was received from the physician indicating full recovery is not expected of the patient. Note, this report also includes a correction to the initial 3500a medwatch report. Since the initial medwatch was a 5-day report, in section g6, only ¿5 day¿ applies, not the ¿initial¿ report. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation in accordance with j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed char residues on the electrodes. The device was connected to the carto 3 system and trupulse generator, it was recognized and visualized correctly. Then, an ablation cycle was performed and the device was found working correctly. No impedance issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Based on evidence provided by the customer, the adverse event, char and thrombus were confirmed. The potential cause of the adverse event, char and thrombus cannot be determined as the catheter was tested and passed all the specifications. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted to add the us FDA reportable field action number. Please reference fields h7 and h9. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).